Event description:
It is reported that the pt was revised due to dislocation. It was noted that the liner had fractured.

Manufacturer narrative:
This report will be amended when our investigation is complete.